Manufacturer narrative:
(B)(4).

Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range pacing impedance (>2,600 ohms). Subsequently, the lead was explanted, and a new lead implanted. No adverse patient effects were reported. This lead has been returned, and analysis is pending. Once analysis is completed, a updated report will be submitted.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this lead was thoroughly inspected and analyzed. Visual examination noted the lead had been severed during the explant procedure and was returned in two segments. Setscrew marks were visualized in the correct locations on the terminal pin. Both segments were subjected to resistance testing and confirmed to be electrically continuous. Additionally, the inner conductor coils were verified to be properly insulated from one another. There was an observation of insulation damage (abrasion) on the lead. This type of damage is consistent with repeated stress over time. Analysis did not identify any lead issues that would have caused or contributed to the observed high impedance measurements.

Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range pacing impedance (>2,600 ohms). Subsequently, the lead was explanted, and a new lead implanted. This lead is expected to be returned for analysis. No adverse patient effects were reported.